Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, review of analyzer by field service, a service history review, instrument log review, a search for similar complaints, and a review of labeling. An abbott field service representative (fsr) evaluated the analyzer and discovered the reagent 1a probe was bent and the reagent 1a joint tubing was crimped. Both parts were replaced. A service history review for this instrument did not identify any contributing factors on or around the date of the complaint. There was no subsequent contact from the customer regarding discrepant results. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency of the architect c16000 analyzer, list number 03l77, was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer generated a falsely elevated potassium result while using the ict diluent on the architect c16000 analyzer. The customer provided data for 3 patients (normal range 3.5- 5.0), as follows: patient 1: initial 6.8 mmol/l, retest on a second analyzer 3.7 mmol/l, a corrected report was sent for this patient patient 2: sid (B)(6): initial 6.8 mmol/l, retest on a second analyzer 4.5 mmol/l, the report was not reported from the laboratory patient 3: sid (B)(6): initial 7.4 mmol/l, retest on a second analyzer 4.7 mmol/l, the report was not reported from the laboratory there was no adverse impact to patient management reported.